Event description:
Related manufacturer report number: 2017865-2022-37591. It was reported that a patient presented to clinic for follow up. It was noted that the patient had dislodged the atrial and right ventricular (rv) leads due to twiddler's syndrome. On (B)(6) 2022, x-ray was performed and confirmed atrial and rv lead dislodgement. The physician elected to explant the atrial lead and to cap and replace the rv lead. There were no patient consequences.

Manufacturer narrative:
The reported event was lead dislodgement due to twiddlers. Visual examination found the helix partially extended and clogged with blood/tissue. After cleaning the helix could be fully extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. All the damage found is consistent with procedural damage.